Event description:
It was reported that a malfunction alarm occurred. Reportedly, tandem unable to verify backup therapy method was obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.